Manufacturer narrative:
Batch review performed on 12 june 2023: lot 2236698: (B)(4) items manufactured and released on 09-nov-2022. Expiration date: 2027-10-20. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection and the pathogen is unknown. At about 1 year and a half after primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.